Event description:
It was reported that this right ventricular (rv) lead exhibited erosion, burning and itching sensations. All available information indicates that as of this time, the rv lead remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.